Manufacturer narrative:
Device evaluation: the device was returned to the mfg facility for evaluation. The stent was positioned on the balloon as per specification. A number of struts on the last proximal stent segment were raised and stretched distally. Some struts on the first proximal stent segment were raised and deformed. Procedural images were provided for review. The images show the pre-dilation of the target lesion. There were no images of the resolute integrity stenting attempt. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4). Evaluation, results: (stent damage, failure to deliver the stent). Results/conclusions: (75% stenosis remaining following pre-dilation, severe calcification).

Event description:
The physician was attempting to implant a 3.0 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal rca (segment 1). The target lesion was severely calcified. The lesion was pre-dilated twice using a 1.5 mm x 20 mm sprinter legend balloon at 18 atm's for 20 seconds. Seventy-five percent stenosis remained following pre-dilation activities. The resolute integrity stent did not reach the target lesion and the physician withdrew the device through the guiding catheter. Upon removal it was noted that some of the stent struts were damaged. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.